Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the generator received high output when testing the cut function. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: biomed received high output on cut 5 (28 watts) and on cut 8 (61 watts) analysis conclusion: the reported issue of high output was not confirmed. The generator passed all functional testing with no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the generator received high output when testing the cut function. There was no patient involvement, therefore patient information is not applicable.